Manufacturer narrative:
The samples were serum. No other sample information was provided. Bci customer technical support (cts) had the customer check the reagent syringe. The customer found some moisture (di water) on the outside of the top of the glass barrel where it connects to the valve. The syringe was found to be slightly loose. The cts had the customer tighten the syringe and then check the reagent probes. The customer found some di water on the black reagent tray. The cts had the customer wipe up the di water and prime. No water was observed on the outside of the syringe now and none found on the reagent tray. The cts had the customer rerun the controls and rerun the patient samples that had been run when the unit was giving the "cuvette not dry before first reagent dispense" errors. The customer called back on 04/14/2011 with a similar but possibly different issue: the instrument was giving intermittent "cuvette not dry at reagent inject" errors. The cts recommended the use of personal protective equipment before troubleshooting, and to check reagent and sample probes and collar washers for signs of drip. No sign of drip was observed. The cts had the customer check reagent syringe for tightness, shear valve, probe fittings, and wash tower wiper. All of them were ok. Wash tower function seemed ok. Service visited on (B)(4) 2011 and reported that event log showed all errors on reagent probe b. The field service engineer (fse) found level sense bead wire was breaking at first rubber grommet. The fse replaced level sense bead and performed alignment. The issue was resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to "cuvette not dry before 1st reagent dispense" errors observed on unicel dxc 600 synchron chemistry analyzer. Patient results produced during the event were not reported out of the laboratory. None of the results were considered discrepant. There was no effect to patient treatment and no liquid exposure to the customer was noted.